Event description:
The customer contact reported device breakage. On an unspecified date, the tubing set was primed with an unspecified volume of normal saline and was to be used to deliver an unspecified volume of packed red blood cells (prbcs). It was reported that after the tubing set was connected to the pt but prior to the delivery of the prbcs, the nurse connected an unspecified syringe containing an unspecified volume of normal saline to the clave secondary port on the cassette of the tubing set. At this time, the customer contact reported that the clave secondary port fell over and the clave port connection above the cassette partially broke. No specific details were provided. The tubing set and solution was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.